Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had door failure. A field service engineer found that tower door 2 had failed. The fse cleaned and reworked the door 2 latch and tested it multiple times without any issues. The fse inspected all latches and had the customer verify operation using the inventory application, with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 was failing repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.